Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose was 420 mg/dl, 325 mg/dl. It was also reported that insulin pump was not delivering insulin properly and causing her blood glucose high. The customer was treated with manual injection. Customer also confirmed she did not experience alarms on her insulin pump. The customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.